Manufacturer narrative:
(B)(4) - mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an obturator sling procedure in 2009. The patient experienced an erosion in 2011 which was oversewn. The patient experienced recurrent erosion and vaginal pain which resolved with excision of the mesh. Additional information has been requested.